Event description:
During a gastric bypass the debakey grasper instrument jaw broke off into the patients abdomen. Two pieces were retrieved from the abdominal cavity, one side of the jaw and a small screw that held the jaws together.======================manufacturer response for laparoscopic debakey grasping forceps with locking handle, eragon laparoscopic debakey grasping forceps with locking handle (per site reporter).======================the manufacturer demanded that the unit be sterilized prior to return. They said that they would take it back and investigate.